Event description:
It was reported that during a procedure, when the surgeon pulled the #2 strand into #3, he noticed the sutures had intertwined into themselves. The splice worked correctly but noticed that it looked like they had an extra loop locking the 2 loops together. The surgeon cut off the ar-1588btb-2j and used an old btb-j to complete the case. The device did not break during use.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper use of the device.